Manufacturer narrative:
Corrected data: correction: section g3-the date received by manufacturer should have been july222025 rather than july232025.

Event description:
Additional information indicated the shocking sensation was with stimulation on. Troubleshooting did not resolve the issue. The ipg sitting on a cluster of nerves resulting in shocking like sensation and positional pain at the ipg site. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was moved to a new location to address the issue. Reportedly, the reported discomfort has resolved post op.

Event description:
It was reported that the patient experienced shocking sensation at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.